Event description:
User alleges patient had injection in her thigh. After injection clinician could not find needle and assumed it fell on the floor.

Manufacturer narrative:
Investigation: the returned unit was visually inspected. The size of the needle should have been 25g x 1". The sample was bent near the middle of the needle cannula (per hospital occurred when surgeon removed the needle). The sample measured just short of 1" (approximately 0.994") in total length. A closer evaluation of the cannula revealed that the needle tip was not damaged nor were any defects visible. Further evaluation revealed a bend on the other end of the needle cannula. The end also appeared to be fractured. No residual epoxy was visible on this end of the needle cannula. Conclusion: the needle did not exhibit any signs of defect. It is theorized that the returned sample of cannula was broken or snapped off of the needle. This theory is supported by the fact that the broken end of the needle cannula was bent and fractured. The needle cannula did not pull out of the needle hub or epoxy. This was ruled out because there were no signs of residual epoxy and the cannula measured just short of an inch (and should have been an inch). Had the epoxy failed, residual epoxy would have been on the cannula and/or the cannula would measure longer than an inch. A review of the instructions for use has a warning that states "bent or damaged needles can result in breakage or damage to the tissue or accidental needle puncture. If the needle is bent or damaged, no attempt should be made to straighten the needle or engage the needle-pro device. The needle-pro device may not properly contain a bent needle and/or the needle could puncture the needle protection device which may result in a needle stick with a contaminated needle." This report has been logged for trending.